Event description:
It was reported in 2001. ¿it quit working¿ and the patient couldn¿t get it to turn on. The patient was working next to a defibrillator and thought he got shocked by it. However, it came on by itself, and had been working okay ever since. The patient thought he needed a replacement because, it had gotten weaker and weaker. The patient did not have a patient programmer (pp) to check the parameters. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3586, serial# (B)(4), implanted: 1995 (B)(6); product type lead product ID 7433, serial# (B)(4), implanted: 1995 (B)(6); product type programmer, patient product ID 7496-51, serial# (B)(4), implanted: 1995 (B)(6); product type extension (B)(4).